Event description:
Additional information was received on (B)(6) 2014. The patient¿s pump logs were also provided. In (B)(6) 2011 the patient¿s (B)(6) withdrawal symptoms resolved. They returned episodically every two or three weeks until (B)(6) 2012. The withdrawal symptoms occurred every three to four days followed by period of increased lethargy and significant decreased tone. On (B)(6) 2012, a surgical revision of a probable subdural catheter was performed. The new catheter was placed intrathecally under fluoroscopic guidance. Between (B)(6) the patient¿s withdrawal symptoms returned. They required oral baclofen. A dye study was performed on (B)(6) 2012 with inconclusive results. The logs revealed a motor stall occurred on (B)(6) 2012 at 6:18 with recovery at 8:45. Notes in the logs advised being cautious when bolusing the patient¿s catheter as they may be underdosed a few hours. Between (B)(6) the patient had intermittent withdrawal symptoms as described above alternating with adequate tone control and overdose symptoms. On (B)(6), a roller study was performed to evaluate the pump and was within normal limits. In early (B)(6), an x-ray of the catheter and baclofen was done. The increased intrathecal baclofen dosage yielded no response. On (B)(6), a lumbar puncture for infusion of intrathecal baclofen was performed to check for a response to intrathecal baclofen. The patient responded well, and their intrathecal catheter was revised on (B)(6). The new catheter was placed in the low thoracic and upper lumbar region. In late (B)(6), increasing the dose resulted in withdrawal symptoms followed by overdose symptoms. On (B)(6), the patient had adequately controlled tone. On (B)(6), the patient had withdrawal symptoms again. In (B)(6) 2012, the pump and catheter were x-rayed and were within normal limits. The pump was refilled on (B)(6). Interrogation revealed the pump had been alarming since (B)(6). On (B)(6), the patient¿s pump and catheter were replaced. As of (B)(6) 2013, the patient¿s new pump was refilled and the patient was doing great.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal. Symptoms included altered mental status, overdose symptoms, lethargy, looseness, altered level of alertness, unable to stand or walk, increased spasticity, sweating (diaphoresis), under-dose symptoms, intense itchiness, "jackhammer clonus", spasticity and less than 50% therapy relief. The patient began having problems in (B)(6) 2011. The patient and family were out of town when the patient experienced episodes of profuse sweating, intense itching and spasticity. The patient was taken to a local hospital. An x-ray of the pump and pump interrogation were normal. With additional intermittent episodes after returning home, the patient had a dye study performed that also showed normal results. Changes in the patient's dose were "tried". The patient was sent to another hospital in (B)(6) 2012 for further evaluation. Another dye study was performed with normal results. Due to intermittent episodes of under-dose/withdrawal, the patient had a spinal segment of the catheter replaced in (B)(6) 2012. Patient symptoms did not resolve and the patient again began having periods of withdrawal, periods of good control, and periods of overdose described as lethargic, loose, and unable to stand. These periods varied on a day to day basis. A pump roller study was performed on (B)(6) 2012 with normal results. The spinal segment tip of the catheter was pulled downward in a revision surgery on (B)(6) 2012. The patient continued to have fluctuating episodes of under-dose/withdrawal, overdose, and good control. The patient had the pump and catheter replaced on (B)(6) 2012. Intra-operatively it was noted that a collection of clear fluid was present in the pump pocket causing the surgeon to suspect an intermittent leak had been occurring. The catheter access port (cap) was aspirated easily of 3ml of spinal fluid. No obvious leak could be reproduced when saline was pushed under pressure through the cap and through the catheter. It was noted, however, that the revision kit catheter segment had been connected to an old catheter so no clear boot had been used. A suture was noted around the old catheter segment where it connected to the pin of the revision kit catheter segment. A new pump and catheter were placed and the pump was programmed at 800mcg/day simple continuous mode. The patient status at the time of the report was no injury and no adverse event. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID, 8711 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 8709 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 8578 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the pump found the pump tube to be deformed. It was believed that the catheter had created an intermittent occlusion condition causing the pump tube on the outlet end to migrate towards the inlet end to the point that the tube bent or kinked. The condition of the pump tube is believed to have caused an intermittent issue during the dispense test. Final analysis of the catheter segment ((B)(4)) found the catheter had been incorrectly assembled. There was a suture that was tied directly on the catheter. The suture placement did not seem to cause an issue, but was considered an anomaly because tying sutures directly onto the catheter is not recommended. Final analysis of the catheter segment ((B)(4)) found coring and tearing. There was enough coring and tearing to suspect that a leak could have occurred even though a leak was not detected during analysis. Also, the coring and tearing was significant enough that it was believed to have acted like a "check valve" causing intermittent occlusions. Final analysis of the catheter segment ((B)(4)) found no significant anomalies. The catheter passed testing with no anomalies, but was only a segment. (B)(4).